Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal right coronary artery that was mildly calcified, moderately tortuous and 90% stenosed. A trek rx 2.5mm was used for pre-dilatation. Then it was upsized to a trek rx 3.0*15mm and inflated at 8 atmospheres. A balloon rupture occurred, during the first inflation at 8 atmospheres. There was resistance during advancement to the lesion. The device was replaced with a non-abbott balloon to dilate again. A xience skypoint 2.5*38 mm stent was deployed and ivus confirmed it was well apposed, so the procedure was completed. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.